Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device had invalid data and could not access lead impedance trends. The patient just recently had radiation therapy for cancer. The device remains in use. No patient complications have been reported as a result of this event.